Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right knee was revised. Primarily, the surgeon was resurfacing the patient's patella because they were experiencing pain. While in there, the surgeon decided to swap the triathlon x3 cs insert due to it looking oxidized. Rep confirmed that no further information will be released by the hospital or surgeon.

Event description:
It was reported that the patient's right knee was revised. Primarily, the surgeon was resurfacing the patient's patella because they were experiencing pain. While in there, the surgeon decided to swap the triathlon x3 cs insert due to it looking oxidized. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding appearance involving a triathlon insert was reported. The event was confirmed via visual inspection of photographs of the device. Method & results: device evaluation and results: visual inspection: the reported device was not returned however photographs were provided for review. The photograph shows a recently explanted triathlon insert with yellow discoloration. The yellow discoloration observed on the tibial insert is consistent with the absorption of synovial fluid by the device. Additional damage consistent with attempted implantation/explantation is observed on the device. Material analysis: not performed as the device was not returned. Dimensional inspection: not performed as the device was not returned. Functional inspection: not performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: no other similar events were reported for the lot. Conclusion: it was reported that the device was revised due to intra-operatively observed discoloration. The yellow discoloration was confirmed via visual inspection of photographs of the device and is consistent with the absorption of synovial fluid by the device. No further investigation for this event is required. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.